Manufacturer narrative:
(B)(4). The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.

Event description:
The pt is reportedly a non user and will be explanted for a technology upgrade. Device redivision surgery has been scheduled.

Manufacturer narrative:
(B)(4). The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical test performed. The device passed the tests performed. This older device configuration is no longer manufactured. This is the final report.